Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from university hospital jena, germany, which was published on 10 september 2009. The title of this study is ¿the use of a retrograde fixed-angle intramedullary nail for tibiocalcaneal arthrodesis after severe loss of the talus¿ and is associated with the stryker t2 ankle arthrodesis nailing system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 2006 and 2007. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses patient death from a pulmonary embolism. The study states: ¿one subject (the severely obese patient 3) died at 8 weeks postoperatively of a pulmonary embolus. This patient had a pre-surgical history of thrombo-embolic events. After his return home, his anticoagulant therapy was discontinued abruptly at 6 weeks because of a suspected small intracerebral hemorrhage. Patient 3, who died in week 8 showed trabeculation across the fusion site at the time of his death and had resumed full weight-bearing. Whilst this may suggest union had occurred, the absence of longer-term follow-up had prevented full confirmation.¿